Event description:
Caller states that the following readings were obtained on a patient, using the advantage meter compared to a lab result, within 2 minutes: 235 mg/dl (advantage) and 755 mg/dl (lab). Samples were obtained at 1100 (advantage) and 1102 (lab). Caller states that the lab sample was drawn, spun down within 30 minutes of draw, stored in refrigerator, and then picked up between 1300 and 1330 to be read. The time of lab result report was not provided. The patient has lost a lot of weight, was vomiting, and stated that food did not taste good. Patient was admitted to the hospital later that night (time not provided) based upon the lab result. Patient was diagnosed as a diabetic upon admission to the hospital. No treatment was given to the patient until he was admitted to the hospital (treatment details not provided); thus, there was a delay in treatment of the hyperglycemia/diabetes. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.